Event description:
It was reported that during treatment with an ak 98 machine, blood "moved" into the venous pressure pod . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was evaluated onsite by a qualified technician. During evaluation, the qualified technician inspected the ak98 machine on and reviewed the bbox and no defects were identified in the machine, nevertheless the venous pressure sensor and tubing were replaced and the machine ran normally. The reported condition was not verified. Based on this inspection, the cause leading to the event cannot be determined, neverthless the most likely cause could be a defective disposable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.